Event description:
Additional information was received from the hcp. It was reported that per the notes, MRI discontinued due to shocking and discomfort sensation when they were performing the scout. All the correct parameters and correct coils was used for the MRI. The device was turned off and manufacturer guidelines were followed to perform the MRI. MRI was discontinued due to the discomfort and shocking. No additional adverse events or residual discomfort/shocking was noted after the discontinuation of the MRI. There is no information in the notes about the cause or specific location of the discomfort/shocking. They had no additional information except that patient was scheduled for another MRI at a later date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient (pt) had an MRI for a suspected stroke and during the MRI the pt felt a "hug shocking electric sensation throughout her entire body and especially her left arm." Rep reports they said it was placed into MRI mode. Rep ran impedances and contacts 0, 1, and 4 were high >40k ohms0.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt reported contributing circumstances: pt had a [unrelated] stroke on (B)(6) 2024 and their hcp requested an MRI. Hospital tech and nurse did not know how to turn off battery or put in MRI mode. Pt reported the cause of the burns/shocking was an electrical current was pulled from the battery through their body and shot out their left arm. No steps were taken during the MRI, and afterwards the patient was sent back to the hospital room and given an ice pack and pain killer. Pt reported the issue is not resolved, and they don't know yet if it is resolved.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was last night the patient had a stroke and was in the hospital. Patient was ordered for an MRI and they took the patient to the facility last night and went through the protocol to do the MRI. They said they got clearance from medtronic and they put the patient in the MRI machine. As soon as they started up the machine fried the crud out of the patient and their hand had electrical burns on it and their arm; pt noted they could feel everything. The machine only ran for a couple seconds and the patient yelled and the facility turned it off and pulled the patient out. Patient noted their stimulator was for lower extremity pain. Patient did not know what caused the burns in their arm but it looked and felt like electrical worms. The patient was trying to figure out what to do from here and they did not even know if the stimulator is working right now and they were afraid to do anything with it. Patient could not get a hold of a representative. Patient texted numbers and rep responded briefly but the patient did not hear back from them. Patient service provided patient w ith nas phone number for the hospital to call. The MRI technician was not familiar with the medtronic device and due to this incident they banned all mris with medtronic.